Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that that there was a hole at the junction of arterial extension tube and bifurcate. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, a leak occurred at the junction of arterial extension tube and bifurcate. The clamp moving was unit policy but was not confirmed if it was done with this device. The catheter was repaired, and alcoholic chlorhexidine was the cleaning agent used on the device and no ointments were used. Tego was utilized and there was no luer adapter issue. There was no blood loss or adverse events. The treatment was immediately stopped, and the extension line was sealed with adhesive plaster. Another catheter was inserted using an over the wire exchange. Providine iodine was used to prepare the skin prior to the initial insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, a leak occurred at the junction of arterial extension tube and bifurcate. It was reported that clamp moving was unit policy but was not confirmed if it was done with this device. It was stated that the catheter was repaired and alcoholic chlorhexidine was the cleaning agent used on the device and no ointments were used. Tego was utilized and there was no luer adapter issue. There was no blood loss or adverse events. The treatment was immediately stopped and the extension line was sealed with adhesive plaster. It was also stated that the another catheter was inserted using an over the wire exchange. Povidone iodine was used to prepare the skin prior to the initial insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a leak occurred at the junction of arterial extension tube and bifurcate. The clamp moving was unit policy but was not confirmed if it was done with this device. The catheter was repaired and alcoholic chlorhexidine was the cleaning agent used on the device and no ointments were used. Tego was utilized and there was no luer adapter issue. The catheter was removed and replaced with the same type catheter. There was no reported patient injury.